Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive issue event on (B)(6) 2026. The infusion sets fell off during use. The infusion sets had been in use for 2 days. The issue occurred with three infusion sets. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.